Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis. The breach was further described as patient made a mistake. It was unknown if the patient hospitalized for the event. On the same day as the onset, the patient was treated with vancomycin and reflin (each 1 gram, frequencies and routes of administration not reported) and tobramycin (80 mg, frequency and route of administration not reported) for peritonitis. The patient¿s outcome was unknown. At the time of this report, pd therapy was ongoing. No additional information is available.